Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twenty-five devices. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The lot of the returned suture underwent post packaging sterility testing, and no abnormalities were detected. It is unlikely that the infection was a result of manufacturing activity. Implantation of sutures may elicit a minimal acute inflammatory reaction in tissue. The identified harms, severities and occurrence rates are in alignment with risk management file. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a neuter and declaw procedure, the patient came back with red and inflamed skin at the surgical site, the suture fell apart when touched. The surgeon removed the suture from the right declaw surgery, cleaned the wound and closed it again by stapling.